Manufacturer narrative:
Device had cracked reservoir tube lip, broken belt clip slot. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had damage. The customer¿s blood glucose level was 12.2 mmol/l. The customer reported that they had damage on the reservoir compartment and pump case. It was reported that they had cracks at the entrance to the reservoir compartment and there is a piece missing from the area of the pump where the clip would hold it. The insulin pump will be returned for analysis.